Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. H6: code f27: problem identified during non-clinical procedure is applicable to no patient involvement. Code f2301: additional device required is applicable to the second 5.5/6.0 driver used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that when removing a screw, a lock sleeve driver and two 5.5/6.0 driver tips broke and were retrieved. Also, a bayoneted was not cutting and an angled box chisel sheared off and was retrieved. It was reported that the issues were observed during a procedure, as well as that there was no patient present which was conflicting information. No patient complications have been reported as a result of this event. Additional information was received. It was reported that there was no patient involvement, and no malfunction of the screw.